Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.